Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had a seizure in (B)(6) 2015 and hit the head. The patient's parent reports a decline in performance since this time but the patient states she can hear well. Further tests will be performed.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary.

Event description:
The patient had a seizure in (B)(6) 2015 and hit her head. The patient's parent reports a decline in performance since this time but the patient says she can hear well. Surgery is being pursued but will not occur until around (B)(6) 2016.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Additionally, the reported fall might have weakened the fixation of the electrode which led to electrode mobility. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient had a seizure in (B)(6) 2015 and hit her head. The patient's parent reported a decline in performance since this time but the patient said she could hear well. However, due to the number of viable channels available, re-implantation was suggested. The patient was re-implanted.